Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as patient interface is not an implantable device. Section h3: the patient interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported debris on their patient interface. It was observed after patient applanation. Procedure was completed successfully with a new patient interface. There was no patient injury. No further information was provided. Note: this is report 2 of 2.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on apr 30, 2024 . Section h3. Device evaluated by manufacturer? Yes . Device evaluation: the product was returned to the manufacturing site for evaluation. An opened patient interface was received within original packaging confirming the reported lot number. A visual inspection of the returned products did not reveal any debris, loose particles, or fibers. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this lot number was performed. The search revealed five additional complaint folders were received for this lot number. No escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.